Manufacturer narrative:
The patient side manipulator (psm) arm was returned and analyzed. Failure analysis investigation found that the arm failed the in-house weight brake drop test. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weight brake drop test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a scheduled preventative maintenance activity, the intuitive surgical, inc. (Isi) technical field specialist (tfs) discovered that multiple occurrences of a system fault occurred on axis 1 of patient side manipulator (psm) arm 3. During internal failure analysis investigation, the psm arm failed the brake weight drop test. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.